Event description:
It was reported that while the surgeon was using the instrument it fractured. There was no report of a foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d9. Visual examination of the returned product identified signs of previous use with witness marks on the strike plate, gouges on the handle and damage to the distal end of the impactor. The distal end of the impactor has fractured threads and remains in the black poly tip. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The per notes the surgical technique was not followed; however, the deviation of the surgical technique describes the device failure. Specific technique deviation was not noted, and no additional information is available. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided photograph identified that the impactor threads have fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The per notes the surgical technique was not followed; however, the deviation of the surgical technique describes the device failure. Specific technique deviation was not noted, and no additional information is available. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.